Event description:
The pump was explanted due to the alleged pump malfunction.

Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the pump primed and flowed within specification. There was no issue found with the pump.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the next day after the patient's refill, the patient experienced fatigue and drowsiness. The patient was admitted in the hospital and administered narcan. The hospital is alleging that the pump malfunctioned. The patient is now doing fine.